Event description:
Customer reported finding a keyfault on the defibrillator during routine daily testing. No reported patient involvement. Service representative duplicated reported condition. Device repaired and proper operation confirmed.